Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited unstable sensing and intermittent pacing capture at high energy. Pacing and shock impedances are stable. No artifacts were evoked. Since the lead was implanted in over two decades ago, a revision was highly suggested in order to guarantee correct functionality of the implanted system. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.